Event description:
It was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, the prolieve system displayed a "low pressure" warning message. The procedure was cancelled due to this event. There were no patient complications and the patient condition is reported as "patient is fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined.